Event description:
Factory service identified low energy delivery when the device was returned for service repairs. No pt involvement.

Manufacturer narrative:
The device has been received but additional time is required to complete the eval. Upon completion of the investigation, a supplemental will be submitted.